Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the log file was downloaded; data review revealed that no error/fault codes had been recorded. The touchscreen was tested for functionality and calibration, it was noted the touchscreen ceased responding to touch. Detailed testing narrowed the issue to a problem with the lcd touchscreen; however, the root cause could not be determined.

Event description:
It was reported that the screen was found to be unresponsive on a dependent patient when trying to run the thresholds test. Subsequently, a manual thresholds test was performed to check the lead, and reprogramming efforts were performed. The programmer was returned and an analysis has been performed. No adverse patient effects were reported.